Event description:
It was reported that the patient stated they received an electrical shock while plugging their personal phone into an ungrounded outlet using a surge protector. The patient described the shock going through their head and, after moving to a reclining couch with metal, being shocked again, followed by two more shocks that night and another on friday night while sitting on a wooden chair. Since the incident, the patient reported ongoing symptoms including dizziness, balance issues, a sensation of the floor moving, tingling in their feet and arms, and a general feeling of being unwell. The patient turned their therapy off a few days later due to persistent symptoms and called their doctor, who was trying to schedule an appointment. Patient services reviewed their role and advised that, beyond turning therapy off, the patient should follow up with their healthcare provider for further evaluation and seek medical attention if symptoms worsen. The patient reflected that they should have turned therapy off sooner and mentioned a history of being struck by lightning, as previously documented (see (B)(4)). Patient services advised having someone else disable the problematic outlet or remove the surge protector to prevent further incidents.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.